Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(6) 2011 and found that a valve in the hydropneumatic assembly had failed. Fse replaced the valve, calibrated chemistries and ran qc. Repair was verified per established procedures. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that while troubleshooting a hydropneumatic error, they found evidence of an old spill under the unicel dxc 800 pro synchron clinical system. Per customer, the fluid appeared to be autogloss or no foam reagent. The customer reported that they contained the spill with paper towels and no one was exposed to the fluid.